Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The explanted lens was not returned. Information provided in the file indicated that the lens was explanted due to residual refractive error. The model and diopter of the replacement lens was not provided. If additional information or the lens becomes available, the file will be reopened and updated. There are no other complaints in this lot. Investigation has been completed based on current information. No further action warranted at this time. Based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens explanted with a clinical reason of residual refractive error.